Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions for resetting the pump, which the caller followed successfully, allowing them to start a new sensor session without further issues.